Manufacturer narrative:
(B)(4).

Event description:
During surgery (the reason for the surgery was not reported), the catheter was accidentally cut. The physician planned to try and locate a pin connector so the catheter could be repaired. Additional information has been requested from the hcp, but was not available as of the date of this report.